Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 21mm aortic pericardial valve was explanted after a duration of ten (10) months due to unknown reason. A 21mm aortic valve was implanted in replacement. There was no allegation of device malfunction.

Manufacturer narrative:
H11: corrected data: corrected section h6 (results & conclusions codes). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned the 21mm aortic pericardial valve was explanted after 10 months due to prophylactic purposes. Ventricular septal defect closure was needed for the patient, and so the valve had to be explanted, to facilitate the repair of the vsd as valve was blocking access to the vsd.

Manufacturer narrative:
H10. Additional manufacturer narrative: there was no malfunction of the device. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. The cause of the procedure was not due to the pericardial valve. Added information to b5, e1, f10, h6.